Event description:
Bilateral lasik in 1998 followed by an enhancement in 1998. Pre-operative refraction: right eye-0.75 -5.75 x 99, left eye+0.50 -5.75 x 89. No night vision problems. Post-operative refraction(non-cyclo): right eye+1.00 -1.50 x 75, left eye pl -0.25 x 175. Severe night and low light diplopia, glare and "starring" due to irregular astigmatism caused by a decentered(left eye) and narrow(left eye and right eye) ablation(s).